Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista ventilator has occlusion alarm. This happened during patient transport and the device was replaced with another ventilator. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
Result of investigation: exact reason of the occlusion alarm not determinable as no further details available. Lack of following instructions is clearly visible ( no circuit test performed prior to clinical use). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.